Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The error was successfully removed from the unit and the issue was resolved.

Manufacturer narrative:
A review of the DHR was performed for batch #6928989 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. Verification of the reported event is confirmed per backend investigation, despite the unit not being returned for evaluation. The error was cleared.